Event description:
It was reported that the skin spacer on the 9900 system was missing. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The skin spacer was replaced during the service call. The system was tested and found to be working as intended and put back into service.